Event description:
Report received from the USA stating the device was "heating up." The device was used in surgery. No user or pt injury was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the devices, and the reported heat not confirmed or duplicated. However, the emax2plus_ll motor had vibration, a damaged thermistor, and exhibited detergent residue on internal components. It was concluded that the unit was most likely immersed, causing internal damage to the motor and is indicative of improper cleaning of the device. If additional info is received, a supplemental report will be sent.